Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
While reprocessing the instrument channel of the endoscope using the cleaning brush bw-20t, the user found gray sticky foreign matter. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3, oer-4 (not available in the USA) using peracetic acid. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to omsc. The evaluation found that gray sticky materials were attached inside the instrument channel. Omsc conducted chemical analysis to determine the composition of the materials. The analysis result gave that a peak of silicone was detected from the materials. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.